Manufacturer narrative:
Medical device lot # unknown; medical device expiration date: unknown; device manufacture date: unknown. Results: bd received samples from the customer facility for investigation. Due to the fact that the sample was unable to be fully decontaminated by bd, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that blood sprayed out from the chamber for the push button of 23 g x .75 in bd vacutainer® winged safety push button blood collection set with 12 in tubing and luer adapter after pushing the button. No blood exposure to mucous membrane. No injury or medical intervention.